Manufacturer narrative:
The product is available but has not been received as of the initial report (which has been indicated in h3 as "other"). This product is distributed outside the united states. However, it is similar to us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
During delivery of a cypher 2.5 x 18mm, the balloon would not inflate and a rupture was confirmed at the distal end of the balloon. The target lesion was the distal left anterior descending branch. The lesion was a de novo, moderately calcified and slightly tortuous. There was 90% stenosis. The femoral approach was chose for this procedure. The target lesion was crossed with a guide wire and two balloons (sprinter 1.5/15mm, voyager 2.5/15mm) were used to pre-dilate the target lesion. The cypher was delivered to the lesion. However, while inflating, the pressure would not increase and the balloon wouldn't inflate at all. The physician suspected a balloon ruptured so he retrieved the cypher from the patient and confirmed a rupture at the distal end of the balloon. A different cypher (2.5/23mm) was implanted and the procedure was finished successfully. There was no reported patient injury.